Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarm threshold suspend. The customer's threshold suspend was set at 80 and their insulin pump did not alarm until the customer was at 108 mg/dl. The patient's blood glucose level was 108 mg/dl at the time of the call. The customer was assisted with programing the threshold suspend to 82 mg/dl. The customer did not return the product back for analysis.